Event description:
A piece of the anchor broke off as the surgeon removed the driver. Half of the implant appeared to remain in the bone and half in the joint. The piece in the joint was removed, but not the one already in bone. Patient has very hard bone. Surgeon used a different implant to complete. This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event. Device was not returned and the customer's complaint could not be verified. The cause of this event could not be determined without implant evaluation.